Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion, recurrent sui, and dyspareunia, patient had mesh trimmed in (B)(6) 2009 and removed on (B)(6) 2011

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh implanted due to stress urinary incontinence. It was reported that patient underwent partial mesh removal in (B)(6) 2009.